Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("back pain"), depression ("depressed"), migraine ("migraines"), anxiety ("anxious"), fatigue ("fatigue"), acne ("acne"), dysmenorrhoea ("dysmenorrhea,") and headache ("headaches"). The patient was treated with surgery (surgical removal of essure/ bilateral tubal occlusion reversal). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain, depression, migraine, anxiety, fatigue, acne, dysmenorrhoea and headache outcome was unknown. The reporter considered acne, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, migraine and pelvic pain to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms. The lateral portion of tube was similarly clamped and cut to identify the beginnings of the ampullary tube. An anastamosis was performed with 6 pulley stitches of 8-0 nylon and an outer layer of 6-0 nylon interrupted. On the right side, the reconstructed tube was 6 cms long, on the left it was 6 cms long. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: results: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 6-dec-2018: plaintiff fact sheet received. Event: dysmenorrhea and headaches were newly added. Reporter information updated. Patient demographic information updated. Essure indication added. Lab data details updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('discovered there is coil fragments in one of my fallopian tubes') and pelvic pain ('pelvic pain / left pelvic area pain') in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced back pain ("back pain"), migraine ("migraines/ headache"), fatigue ("fatigue"), acne ("acne"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rash"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 years after insertion of essure (ess205). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression ("depressed"), anxiety ("anxious"), dysmenorrhoea ("dysmenorrhea, / dysmenorrhea (cramping)"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with surgery (surgical removal of essure/ bilateral tubal occlusion reversal). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the device breakage, pelvic pain, back pain, depression, migraine, anxiety, fatigue, acne, dysmenorrhoea, headache, genital haemorrhage, vaginal haemorrhage, menorrhagia, rash, nausea, allergy to metals, vaginal discharge, weight increased and alopecia outcome was unknown. The reporter considered acne, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms. The lateral portion of tube was similarly clamped and cut to identify the beginnings of the ampullary tube. An anastamosis was performed with 6 pulley stitches of 8-0 nylon and an outer layer of 6-0 nylon interrupted. On the right side, the reconstructed tube was 6 cms long, on the left it was 6 cms long. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - in 2005: results: total bilateral occlusion.; in (B)(6)2005: discovered there is coil fragments in one of my fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('discovered there is coil fragments in one of my fallopian tubes') and pelvic pain ('pelvic pain / left pelvic area pain') in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In may 2005, the patient experienced back pain ("back pain"), migraine ("migraines/ headache"), fatigue ("fatigue"), acne ("acne"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rash"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 years after insertion of essure (ess205). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression ("depressed"), anxiety ("anxious"), dysmenorrhoea ("dysmenorrhea, / dysmenorrhea (cramping)"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with surgery (surgical removal of essure/ bilateral tubal occlusion reversal). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, back pain, depression, migraine, anxiety, fatigue, acne, dysmenorrhoea, headache, genital haemorrhage, vaginal haemorrhage, menorrhagia, rash, nausea, allergy to metals, vaginal discharge, weight increased and alopecia outcome was unknown. The reporter considered acne, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms. The lateral portion of tube was similarly clamped and cut to identify the beginnings of the ampullary tube. An anastamosis was performed with 6 pulley stitches of 8-0 nylon and an outer layer of 6-0 nylon interrupted. On the right side, the reconstructed tube was 6 cms long, on the left it was 6 cms long. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - in 2005: results: total bilateral occlusion.; in august 2005: discovered there is coil fragments in one of my fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : events- "abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), rash, nausea, nickel allergy, vaginal discharge, weight gain, hair loss, discovered there is coil fragments in one of my fallopian tubes", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), depression ("depressed"), migraine ("migraines"), anxiety ("anxious"), fatigue ("fatigue") and acne ("acne"). The patient was treated with surgery (surgical procedure with removal of the essure device). Essure (ess205) was removed in 2013. At the time of the report, the pelvic pain, back pain, depression, migraine, anxiety, fatigue and acne outcome was unknown. The reporter considered acne, anxiety, back pain, depression, fatigue, migraine and pelvic pain to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.